Event description:
It was reported that lens vaulted (z-syndrome) approx 16 months post implant with the nasal haptic anteriorly displaced. The lens was repositioned. The surgeon indicated the likely cause of the event was possible trauma. The patient's current condition is good. This report refers to the patient's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.